Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the port was inserted eight months prior to occurrence. Catheter was broken and "sitting" in patient's heart. In 2007: patient had her last chemotherapy treatment approximately four weeks prior to this occurence. Clinician reported patient is currently doing fine, so decision was made to leave catheter in place as it is not causing a problem at this time.